Event description:
It was reported that the patient had an artificial urinary sphincter removed one month after implant due to local infection and intra urethral erosion. The infection was further treated with antibiotics, and the erosion is a result of the infection. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis. An overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse most likely occurred during the procedure due to the short implant duration, and the device likely had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Correction: analysis statement - erosion and infection were reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The reported complaint could not be confirmed. Additional information: event.

Event description:
It was reported that the patient had an artificial urinary sphincter removed one month after implant due to local infection and intra urethral erosion. The infection was further treated with antibiotics, and the erosion is a result of the infection. No further patient complications were reported in relation to this event. Additional information was received indicating that the infection was treated in antibiotics, and the physician alleges the erosion was caused from the infection located in the perineal region that was noted 7-10 days post implant.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had an artificial urinary sphincter removed one month after implant due to local infection and intra urethral erosion. The infection was further treated with antibiotics, and the erosion is a result of the infection. No further patient complications were reported in relation to this event. Additional information was received indicating that the infection was treated in antibiotics, and the physician alleges the erosion was caused from the infection located in the perineal region that was noted 7-10 days post implant.